Event description:
Following a pulmonary vein isolation procedure, the patient experienced a stoke. The patient was anti-coagulated during the procedure and there were no performance issues with any abbott device. The patient was transferred to another facility for observation and later discharged. The facility is further investigating a non-abbott act machine that may have contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cerebrovascular accident remains unknown.